Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys pth stat immunoassay (pthstat) on a cobas e 411 immunoassay analyzer (e411). The customer stated that the field service engineer was at the site on (B)(6) 2017. On (B)(6) 2017, the complained sample initially resulted as 14.7 pg/ml and this value was reported outside of the laboratory to the physician. The physician questioned the result, so the sample was repeated. The sample was repeated twice, resulting as 301.1 pg/ml and 313.8 pg/ml. The repeat result of 313.8 pg/ml was believed to be correct and this value was reported to the physician as a corrected report. The patient was not adversely affected. The pthstat reagent lot number was 26050002, with an expiration date of 31-dec-2018. The field service engineer could not determine a cause. He stated that there may have been something in the flow path of the analyzer and visible microparticles could be observed in the complained sample. He checked the instrument performance. As a preventive measure, he replaced the sample/reagent flow path tubing, the measurement system tubing, the sipper probe, pinch tubing, syringe seals, and mixer belt. He cleaned and lubricated the syringe assemblies and a probe assembly. He ran performance testing and this was successful. He ran precision studies and these were within guidelines. The customer ran calibration and quality controls; these recovered within laboratory guidelines.